Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valves nor the delivery catheter system (dcs) were returned to medtronic, so no product analysis could be performed. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. A conclusive root cause for the under expansion cannot be determined, however movement of the valve upon final release may have been a contributing cause. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The under expansion and constrained valve was a likely contributing cause. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited information available but it was reported that as the second valve was being recaptured, it dislodged the first out of position. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined. Review of the device history record for the first valve, (B)(6) and frame record (B)(6) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Review of the DHR for the second valve, (B)(6) found it was built to specification and met all inspection and acceptance criteria except for one nonconformance, which was solution under the jar shoulder, which means the solution level was low. Valves that are exposed out of solution may be adversely impacted. However, as the packaging instructions state to scrap exposed valves, it is unlikely that the valve was exposed as rework was subsequently performed and the valve was accepted. No issues were noted that would have impacted this event. A DHR review of the dcs is not required as the product event does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 - method code, results code, conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). Product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 07-oct-2022, UDI#: (B)(4). Product analysis: the valves remain implanted and the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and upon final release, moved slightly aortic to a position of -1 millimeter (mm) on the non-coronary cusp (ncc) and 1-2 mm on the left coronary cusp (lcc). The valve appeared constrained and severe paravalvular leak (pvl) was noted on an echocardiogram. A post balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon. The pvl remained moderate-severe. A second valve was inserted and deployed to 80%. An echocardiogram was performed and it was determined a deeper valve position was needed. Upon recapture of the valve, the second valve dislodged the first valve out of position. The first valve was floating in the aorta. The second valve was successfully implanted at an appropriate depth of approximately 5 mm on the ncc and lcc. The ascending aorta was dilated, but the first valve was unable to be anchored and remained free floating. No additional adverse patient effects were reported.